Event description:
Ous MDR - after only 2 1/4 years, this lead was explanted. The problem developed within weeks of this patient receiving crt, with oversensing of artifacts (and almost an inappropriate shock delivery) and high pacing thresholds.the device was reprogrammed until a revision could be done. The device then showed a high impedance (>4000 ohm) and was unable to pace the lead showed no signs of damage. The implant and explant dates were not provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.